Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that when the battery was attached, the s ystem would not boot up. The battery was replaced and the issue was resolved. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The battery was returned to the manufacturer for analysis. Analysis found that when the battery was tested, it only measured 1.5 vdc. The battery would not hold charge. The hardware investigation found that the reported event was related to a hardware issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system outside of a procedure. It was reported that the main cart would not power on. The camera cart was able to power on via its own power button. The manufacturer representative reported that the system was not plugged in when he found it. The system was connected to the wall power and was let sit for an hour, however, the system was still unable to power on. The "batt" light was not illuminated. The ups and battery connections were reseated with no resolve. The battery cable was disconnected from the ups and the main cart was then able to power up via its power button. There was no patient present when this issue occurred.